Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the instrument returned did not exhibit any damage. Several attempts were made to obtain the fractured instrument, however none have been returned at this time. Conclusion: a plausible root cause could not be identified because the device was not returned for evaluation.

Event description:
It was reported that; when removing a hybrid plate the removal screwdriver tip broke off.

Event description:
It was reported that; when removing a hybrid plate the removal screwdriver tip broke off.